Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was very hard to press, even when the customer took the pump out of the case. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose levels ranged from 70 mg/dl to 280 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.